Event description:
It was reported a balloon ruptured on the second inflation at 10 atmospheres during a dilatation of a previously placed subclavian vein stent with a 100% occlusion. Another MFR's balloon catheter was used during this procedure. Rupture of that balloon was reported to have occurred. Following balloon rupture and removal of this balloon catheter, it was discovered the balloon material had detached and remained in the pt. Percutaneous retrieval of the detached segment utilizing a snare was uneventful. The procedure was completed sucessfully at the time. The pt's condition is good. A portion of the device was received, evaluated and retained by this MFR. The engineering eval indicated the balloon was totally detached from the catheter shaft and was not returned for eval. The balloon bonds were not present on the catheter shaft, however, traces of adhesive were present. Microscopic exam of the shaft did not reveal any other anomalies. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. Co believes the above factors may have contributed to this event. However, without a thorough eval of the entire device, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."